Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.

Event description:
It was reported that the customer had a sensor glucose versus sugar blood glucose differences on the insulin pump. The customer's blood glocuse level was 175 mg/dl. The troubleshooting was performed. The customer was advised to monitor the issue.